Event description:
Revision surgery - neutral head (46x16) and std neck were removed and replaced with offset head (46x16) and std implants. Both stem and glenoid were checked and confirmed to be well fixed. The pt had pain and was suffering from limited mobility. The joint was overstuffed and had too much retroversion on the stem. The doctor reduced the head size. The pt also had a femoral bone fracture that was observed on x-rays. The fracture was found to be healed.